Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D4 - lot#: 14863998. G4 - PMA/510(k) #: preamendment. H3 - device evaluated by mfg: it is unknown if the complaint device will be returned. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The patient reported that a tornado platinum embolization coil was incorrectly placed in an unintended vein, causing persistent pain and a deterioration in health. The patient was due to have a test to check for a possible allergy to metal. At this time, no additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable. An additional tornado coil that was incorrectly placed in the patient has been captured in a report with patient identifier: 084434.

Manufacturer narrative:
Investigation ¿ evaluation. The patient reported that a tornado platinum embolization coil was incorrectly placed in an unintended vein, causing persistent pain and deterioration in health. The patient was due to have a test to check for a possible allergy to metal. The coils were initially intended to be placed in the pelvic varicose veins, but they were inadvertently deployed in the left ovarian vein which was the primary drainage for the left kidney due to circumaortic nutcracker syndrome. As a result, the coil placement obstructed the kidney¿s drainage. The patient underwent renal auto transplantation, where the left kidney was moved to the right side of the pelvis to relieve the compression on the renal veins. The intervention was not done in the facility that completed the initial embolization. Reviews of the documentation, including the complaint history, quality control procedures, device history record (DHR) and instructions for use (IFU) of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. The current instructions for use [t_ce_tem_rev3] state the following: ¿warnings: positioning of embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstructing a normal and essential arterial channel. Precautions: perform an angiogram prior to embolization to determine correct catheter position.¿ evidence gathered upon review of dmr, IFU, and DHR suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no product returned and the results of our investigation, it was concluded that a definitive cause of the reported event could not be determined. However, the patient's pre-existing conditions likely contributed to the additional procedures that were required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information received on 09jul2025 confirmed that, the coils were initially intended to be placed in the pelvic varicose veins, but they were inadvertently deployed in the left ovarian vein which was the primary drainage for the left kidney due to circumaortic nutcracker syndrome. As a result, the coil placement obstructed the kidney's drainage. The patient underwent renal autotransplantation, where the left kidney was moved to the right side of the pelvis to relieve the compression on the renal veins. The intervention was not done in the facility that completed the initial embolization.

Manufacturer narrative:
Correction: b1, b2: outcomes attributed to ae, annex f, h1. Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.